Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The report received from the distributor states that during the surgery and lens insertion, the delivery was smooth but the haptics orientation seems a little out so the healthcare professional rotated slightly to bring the iol in correct position. Immediately after implantation into the eye the healthcare professional observed two lines on the bottom right of the lens optic. The iol was explanted and exchanged during the original surgery session without further incident and without injury to the patient. From the additional information received from the distributor, and from the product return inspection and testing performed we conclude that the most probable root cause of the event is not following IFU during preparation stage of the surgery. The additional information received identifies that the surgeon removed the injector from the blister tray prior to insertion of ovd and closure of the injector flaps. It is a deviation from the IFU. Additionally, inspection and testing performed on the returned injector confirms that the device performs as intended. No rayner device fault was found on investigation. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 082197724.

Event description:
On 28th november 2022, rayner received notification from its distributor in singapore of an event that occurred during use of a rayone emv rao200e. The event description provided states that two lines were observed on the lens optic immediately following implantation leading to iol explantation and exchange.

Event description:
On 28th november 2022, rayner received notification from its distributor in singapore of an event that occurred during use of a rayone emv rao200e. The event description provided states that two lines were observed on the lens optic immediately following implantation leading to iol explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The report received from the distributor states that during the surgery and lens insertion, the delivery was smooth but the haptics orientation seems a little out so the healthcare professional rotated slightly to bring the iol in correct position. Immediately after implantation into the eye the healthcare professional observed two lines on the bottom right of the lens optic. The iol was explanted and exchanged during the original surgery session without further incident and without injury to the patient. The additional information received from the distributor identifies that the surgeon removed from the injector from the blister tray prior to the insertion of ovd and closure of the injector flaps. In this case the IFU has not been followed. Removing the injector from the blister tray before inserting ovd and closing the flaps is a deviation from the IFU. It is only after these steps are completed with the injector still in the blister tray that the IFU states the product should be removed from the blister tray. The explanted lens has been requested by rayner for evaluation. No product has been received to date. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch: 082197724.